Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the patient experienced chest pains and the implantable pulse generator (ipg) exhibited no telemetry. The ipg remains in use. No further patient complications have been reported as a result of this event.